Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 21-jan-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at 199.8mcg/day. It was reported that the patient experienced decreased effectiveness of intrathecal baclofen therapy. The doctor revised the catheter only on (B)(6) 2025 based on reports of the patient having reduced efficacy with therapy. He thought there was potentially a blockage in the intrathecal space at the tip of the catheter or that it was no longer in the intrathecal space. The hcp replaced the spinal segment and went to a higher level; the catheter tip was previously at t11 and was now at t3. This was attached to the previous existing catheter in the spinal incision. The doctor said he was not able to anchor with the manufacturer's anchor due to the state of the dura and instead added a purse string around the catheter and also sutured the catheter connector piece into tissue with non-dissolvable sutures instead of using the manufacturer anchor. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved. Additional information received indicated that the doctor had to drill bone to place the new catheter during the (B)(6) 2025 procedure, as the patient's spine was completely fused. Additional information received indicated that, in regard to the inability to anchor due to the state of the dura, the hcp stated that the dura was not in good condition at that point in time. This was post-laminectomy. The dura not being in good condition was not caused or contributed to by the patient's device or therapy and case caused by a "surgical procedure/patient anatomy".